Event description:
It was reported the patient's intestine was perforated with use of the subject device. Eleven clips were placed, with total closure of the lesion. The patient maintained stable vital signs and nasogastric tube (ngt) was placed on passive drainage.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. Additionally, to provide a correction to (e2 and e3)to provide an update to fields (a2, b3, b5, b7, d9, h3, and h4). The device was evaluated by olympus, and no reportable malfunctions were found that could have led reported event. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, olympus could not judge the relation between the perforation and the subject device from the following investigation result. However, the perforation could have occurred by sudden stress at the procedure. The root cause of the reported event could not be identified. The event can be detected/prevented by following the instructions for use which state: operation manual chapter 5 troubleshooting- "if any irregularity is observed during the inspection described in chapter 3, preparation and inspection¿, do not use the endoscope and solve the problem as described in section 5.2,¿troubleshooting guide¿." "If the problem still cannot be resolved, send the endoscope to olympus for repair as described in section 5.4, ¿returning the endoscope for repair¿. Also, should any irregularity be observed while using the endoscope, stop using it immediately and withdraw the endoscope from the patient as described in section 5.3, ¿withdrawal of the endoscope with an irregularity¿." Olympus will continue to monitor field performance for this device.

Event description:
Additional information received: the reported event occurred in the beginning of a diagnostic upper digestive endoscopy and total colonoscopy. The patient was under deep anesthetic sedation. The intended procedure was not completed. Additional procedure to immediate endoluminal endoscopic therapy to approximate the edges of the laceration with metal clips. It was reported that the device malfunction resulted in a laceration 20 cm from the anal margin. The patient is doing well and without any reliquat. It was reported that having previously recognized the potential risk of complications given the patient's heavy surgical history - cesarean section, appendectomy and hysterectomy - situations prone to the existence of adhesions, the endoscopic procedure was performed by a very experienced gastroenterologist who decided to change the adult colonoscope for a pediatric colonoscope (device under analysis) given the greater malleability and fineness to overcome expected adhesions and avoid stretching of surgical adhesions. After 20-25 cm of the anal margin, in the recto-sigmoid transition (first angulation overcome in colonoscopy) it was difficult to progress the device. Even using alternative techniques of carbon dioxide insufflation and water instillation with an irrigation pump, local conditions prevented the progression of the colonoscope beyond 40 cm, which led to the interruption of the procedure because it was considered that all possibilities of progression to the cecum had been exhausted. When the device was removed, a wall laceration of about 10 mm was identified, located 20 cm from the anal margin. Since no complete perforation of the wall was found, it was assumed that it had not been done by the tip of the device, but by stretching the wall by adhesions. Even so, because it is necessary to screen for possible deficiencies of the device and to evaluate its contribution to the reported occurrence of the perforation, the equipment was sent for your review.

Manufacturer narrative:
This report is being supplemented to provide an update to field d9.

Manufacturer narrative:
This report is being submitted to correct the legal manufacturer¿s contact information and facility registration number. The facility registration number is (B)(4).